Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient was admitted to the hospital on (B)(6) 2018 with mental status changes. The hcp reported that the patient was also experiencing involuntary movement that was "pretty wild" to the point that the patient almost moved off of the bed. The hcp reported that the patient's family indicated that it was not the patient's normal baseline and the changes appeared to be sudden. The hcp reported they spoke with a nurse who worked with the patient's managing hcp, who stated that the hcp did not believe the symptoms were due to the device as the patient had not had any changes to the device. The hcp reported that the hospital neurologist believed that the changes were due to the device and wanted it checked. No further patient complications have been reported as a result of this event.